Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 440 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, manual injection was administered and manual injection of 10 units of insulin. The pod was discarded.